Manufacturer narrative:
Date of event is estimated. D6b- date of explant unknown during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005492. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on an unknown date wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.